Event description:
It was reported that during a ptca procedure, that balloon catheter was advanced, but would not cross the lesion. Upon removal of the balloon catheter, the tip of the catheter had broken off onto the guide wire. The tip was removed on the guide wire. Reportedly, there was no pt injury.